Event description:
During follow-up, the device was interrogated and premature batter depletion was suspected. Post paced t-wave oversensing was also noted. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion and oversensing could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, high voltage (hv) output, and the patient notifier were tested and no anomalies were detected. The cause of the field event remains undetermined.